Event description:
The patient ((B)(6)) was implanted with an scs system on (B)(6) 2008. It was reported that the patient suffered a fall and consequently lost stimulation. The physician sent the patient for an x-ray which showed a break in the extension wiring. The extension was explanted and replaced on (B)(6) 2008. The explanted extension was sent back to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension severely kinked with all wires broken. Fails continuity test. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.